Event description:
Thermistor damaged or out of spec; female patient arrived in ICU following cardiac surgery with swan ganz catheter insitu. Two cardiac output readings were taken successfully. Later, temperature reading from swan ganz thermistor seemed to malfunction. Temperature readings became unstable and changed on a regular basis for no apparent reason. Temperature ranged from 28 to 36 degrees celsius and flashed on and off the bedside monitor. Cables/connections were checked and found to be in good order. Staff in ICU were unable to take further cardiac output readings because core temperature reading from thermistor remained unstable and unreliable. Follow up indicated that there was no mention of an error message. The concern was that the thermistor was not stable and reading the temperature inaccurately. The temperature readings did not represent the true temperature of the patient and changed often. A non-edwards monitor was used; basic bedside monitor.

Manufacturer narrative:
The device was disposed at the hospital; will not be returned for evaluation.